Event description:
Per independent repair center statement, the key failure was sieve beds were saturated.other malfunctions follow:regulator /product tank -leaking;pilot valve - manifold - leaking;pe valve - sieve beds (defective);tie strap - pe valve (defective);tie strap - sieve beds (defective);rexroth valve - manifold not shifting fully;hour meter/control panel defective.